Event description:
As reported, the deployment button on a 6f exoseal vascular closure device (vcd) was too stiff to press. When depression of the button was attempted, the button would not depress at all. Hemostasis was achieved by manual pressure. There were no reported injuries to the patient. The device was stored and prepared per the instructions for use (IFU), and the procedure was performed using a retrograde approach as part of an interventional procedure. The patient¿s bmi was not greater than 40, and the physician had achieved certification for use of the exoseal vcd. There were no visible signs of device or package damage prior to use, and one exoseal device was used. The femoral artery suitability was verified on angiography, including a sheath insertion angle of 30¿45 degrees, with the vessel diameter confirmed to be =5 mm and no stenosis greater than 50% at or near the puncture site. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to a solid black color; during this process, no red color was observed in the indicator window. Additional details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.